Manufacturer narrative:
(B) (4) during service, a "stop key (channel b) not working due to faulty phm keypad" was discovered. The pump head module (phm) key pad was replaced. The pump passed all functional tests. There is an ongoing CAPA investigation, (B) (4) that is associated with this report. This pump was an in-house inventory inspection.

Event description:
A baxter service technician reported finding a colleague infusion pump with "stop key (channel b) not working due to faulty phm keypad". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. The software (B) (4) and will be categorized as unremediated. Specifically, this complaint is reportable based on the reportable malfunctions list entry: inoperable or intermittent keys (stop or channel select) on the pumphead module keypad.